Event description:
Four cryocyte bags were transplanted. One bag broke after cryopreservation and storage, but before thawing. The pt was given rozefin 2gm (route unk) prophylactically. Reportedly, the pt was successfully engrafted.